Event description:
Additional information received reported that during a refill appointment on (B)(6) 2014, the erv was 6.2cc, and the arv was 8cc. The patient had not experienced any other issues since their last visit.

Event description:
It was reported a volume discrepancy occurred during a refill. The expected reservoir volume (erv) was 0.27ml and the actual reservoir volume (arv)) was 11ml. The patient's next refill was scheduled for 2014-(B)(6). The pump was used to deliver hydromorphone and bupivacaine. There were no patient symptoms reported. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8784, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. Product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4)